Manufacturer narrative:
A review of the pump's history log indicated on 5/16/97 that a tpn program of 2430ml was to be infused over 24 hours. A new container was then selected at 14:37. On 5/17/97 a power loss alarm had occurred at 9:14. The pump display indicated 3 hours and 24 minutes were left to infuse. For testing, the customer program was reset and ran within product specifications and without any alarms. The percent of error was -4.97%.

Event description:
Overdelivery reported. The pump was set to infuse a tpn solution of 2450ml over 24 hours. The patient reported that the tpn container was empty approximately 4 hours earlier than expected. The display registered delivery of 2100ml. There were no adverse effects to the patient.